Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the cubie failed to open. A technical support specialist (tss) had remotely accessed the system and guided the user through the cycle-count process, successfully opening the drawer and cubie. User performed the medication count, found 17, witnessed, and updated it. Tss checking the cubie admin, the correct count was displayed for the medication. The tss explained that when issuing medication, the ¿issue count¿ would show as 0 and needed to be changed to the correct number of doses. The system functioned as intended after the technical support specialist troubleshot the device. E1: facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer and cubie did not open for the nurse to retrieve medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.